Event description:
It was reported that during preparation of a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement occurred. The target lesion was located in the middle right coronary artery. As the stent protector was removed from a veriflex (mr) 24mm x 4.00mm stent delivery system, the stent came off the balloon during preparation. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during preparation of a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement occurred. The target lesion was located in the middle right coronary artery. As the stent protector was removed from a veriflex (mr) 24mm x 4.00mm stent delivery system, the stent came off the balloon during preparation. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Correction: lot # corrected from 14828800 to 0014916298. Device expiration date corrected from 14-november-2014 to 19-december-2014. Device manufactured date corrected from 22-november-2011 to 21-december-2011. Device evaluated by manufacturer: the stent was not returned for analysis. An examination of the delivery catheter found that the distal extrusion was stretched and kinked. The kinks were located at 19mm and 45mm distal to the port. An examination of the balloon found that the balloon was inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).